Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer found adhesive-residue on top of unit exterior, indeterminate brown biocontamination on outer enclosure near dc power jack, black discoloration inside of top enclosure near the blower box intake, on inside of front panel, inside of back panel, and inside bottom housing, indeterminate brown contamination and hair-like objects on bottom enclosure, white dust-like contaminants found on blower, signs of water ingression (non-distilled water) with mineral deposits on bottom of blower and within blower box. Black contamination consistent with keratin around blower box outlet the device's downloaded event log was reviewed by the manufacturer and found seven instances of error e-22. The manufacturer concludes no evidence of sound abatement foam degradation. The manufacturer confirms the presence of dust-like contamination, a black contaminant consistent with keratin, and mineral deposits in the airpath. In the initial report clinical symptoms of difficulty breathing and shortness of breath was not mentioned which has been updated in this report. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.